Event description:
(B)(4). The procedure went fine. I was awake during the insertion of the coils, they gave me medicine to calm me down to make it easier. After the procedure, which only took around five minutes or so, I had intense cramping and bleeding. (This was expected to last a few days andamp; I thought nothing of it.) However, my bleeding and light cramping continued for over six months. I went back and forth to the obgyn explaining my concerns. They told me it was normal, and told me to take a double dose of birth control pills to control the bleeding. (This seen crazy to me, and I didn't understand how it was normal to be bleeding so heavy for so long). It was very heavy bleeding and continued well after the double dose of birth control they prescribed to stop the bleeding. I went back to the doctors and they told me to stop worrying about it. I had horrible cramping, was filling a tampon an hour, and bleeding non-stop. Finally, after over six months of this and bruising easily and becoming dizzy I went to a new doctor. He put me on hormones that eventually helped control the bleeding. My problems with essure was not done yet. After receiving essure, my periods were longer andamp; heavier with spotting between cycles. The cramping was ridiculous and hurtful. I had noticed that I had been bruising very easily, having dizzy spells, a lot more tired, and my immune system seemed lower. I was getting sick easier. I used to be able to fight off colds a lot faster. The first year of having essure, I got pneumonia three times in a row. I never had it before. I never thought to link the two until I kept getting sick easier. I knew for sure my intense periods were the cause of essure. The doctors wouldn't take me seriously, and kept prescribing birth control to take on top of the essure. I didn't understand why I would have to take birth control when the whole point of the essure was supposed to eliminate having to take birth control to begin with. Essure caused many side effects that they do not warn you about. They never told me there was a chance that I would bleed for six months after the implantation.